Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the filter. This was identified after the device was compounded with ceftazidime. There was no patient involved. There is no additional information.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2015 to february 27, 2015. The device was received for evaluation. Visual inspection revealed black particulate matter 0.06 square millimeters in size, embedded in the material of the stress-member. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.